Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an ap optical sensing module failure. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and was unable to replicate the users complaint but identified code 43 in the logs. The fse replaced fiber optic module as a precaution. The unit completed a simulated treatment with testing catheter, trainer, and fo tester without issue, upon initially testing unit.following this service activity, the removed parts was returned for further evaluation. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received part fiber optic with a reported unit failure of fiber sensor failure code 43 in logs. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part fiber optic serial number 08 into the cs300 test fixture and tested the fiber optic assembly to factory specifications per the cs300 service manual part the fat dept. Performed the fiber optic test in the cs300 service diagnostics. The fiber optic assembly passed testing. Please see attachment. The fat dept. Booted the cs300 into clinical mode, performed an autofill, and allowed the unit to pump for two hours.no problems were observed. The fat dept. Could not replicate the complaint of a fiber optic failure.the fiber optic assy. Passed testing. Retaining the fiber optic assy. In the fat dept. Per procedure the failure is attributed to an intermittent component reliability issue within the fiber optic assembly or associated signal path that was not reproducible during evaluation.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval?), e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: b6, b8, d10, e1 (initial reporter), h6 (medical device ¿ problem), a getinge field service engineer (fse) evaluated the unit and was unable to replicate the users complaint but identified code 43 in the logs. The fse replaced fiber optic module (0997-00-1161), as a precaution. The unit completed a simulated treatment with testing catheter, trainer, and fo tester without issue, upon initially testing unit.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.